Event description:
It was reported that this patient was just implanted with a cardiac resynchronization therapy defibrillator (crt-d) system however, the same chronic leads from the previous device were used. The health care professional (hcp) is concerned about the left ventricular (lv) pacing percentages decreasing to 89 percent over the past 24 hours. Technical services (ts) was consulted and reviewed the presenting lv electrogram (egm) and found observations of noise. Additionally, there was farfield oversensing of the right atrial (ra) channel that resulted in lv pacing inhibition. Also, there was a stored right ventricular automatic threshold (rvat) test which was unsuccessful since implant and is in suspension. Thresholds were noted to be high at the last in-office visit. Ts recommended an in-office evaluation of the leads. At this time, the device and non-(B)(6) leads remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).